Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the master tool manipulator left (mtml). The mtm was analyzed and issue was replicated on a test fixture. The magnet on the grip lever was not seated properly causing the issue. The complaint was confirmed based on the field evaluation. The root cause of the errors on the mtm is due to the magnet becoming dislodged on the grip lever.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The same issue reoccurred and was attributed to a universal surgical manipulator (usm) issue. Additional work was completed and reported on 2955842-2025-45538, in which the fse replaced the usm. The usm has been returned and evaluated by the failure analysis (fa) team. The reported issue was confirmed but not replicated. Error 22021 was found in the logs, indicating grip calibration fault on the usm 0x3 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a known working system where the component functioned as expected. The usm was then installed onto a test platform where all relevant testing was passed within specification. Once testing was completed, the ¿carriage dofs¿ was inspected, and rust was identified. Isi did not yet receive the mtml involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation and failure analysis. Failure analysis concluded that the ¿carriage dof¿s 5-9¿ are consistent with the reported event and are the potential root cause for this issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced and calibrated the master tool manipulator left (mtml) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a system component failure. The issue was resolved by replacing the mtm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the master tool manipulator left (mtml) was having difficulty opening the jaws of the instrument after grasping some of the patient's tissue. The customer reported that there were no errors in the system at the time the surgeon complained about the problem. The procedure was completed with no reported injury.